Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a device history review was conducted for lot number 8107470. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the lot was subjected to and passed sterility testing. Due the large number of potential sources that can contribute to this event, our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: no defective sample was returned, nor picture. No material process changes. Sterilization process is normal, the bi sterility test passed, and the eo residual test passed. Root cause description: root cause not determined.

Event description:
It was reported that there was a phlebitis reaction with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found puncture site red, swell and rash with mild itching, the symptom was immediately disappeared ceasing the product and improved after symptomatic treatment.